Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer did not see insulin exit the tubing and then changed all the supplies to address the event. Blood glucose was 312 mg/dl.